Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, device sensing problem and dislodgement was confirmed via diagnostic imaging on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead in a procedure on (B)(6) 2025. The patient was in stable condition.